Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-12214. It was reported the patient experienced ineffective therapy due to lead fracture. As a result, surgical intervention was undertaken on (B)(6) 2018 where the lead was replaced with a new model. Therapy was restored postoperatively thus resolving the issue. Note: both leads are being reported as its unknown which lead contributed to the issue and was subsequently explanted.